Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 02/26/2014. Electrode belt: 10/09/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly the hospital ICU. It was reported that the lifevest was alarming. It was reported that the patient was being monitored on telemetry and hospital staff performed resuscitation efforts.   Per clinical review of the available ECG data, the patient was in atrial fibrillation (af) at 70 bpm with pvc's degrading to ventricular fibrillation (vf) with varying amplitudes and varying hr. The patient received one non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with a with a varying hr and varying amplitudes. Post shock rhythm was an idioventricular rhythm at 80 bpm with motion. The patient's rhythm then transitioned to sinus rhythm/sinus tachycardia from 60 bpm to 120 bpm with nonsustained ventricular tachycardia (nsvt). The rhythm then degrades to ventricular tachycardia (vt) at 120 bpm. The rhythm transitions again to sinus tachycardia at 120 bpm degrading to vt at 150 bpm. The patient received a 2nd non-lifevest defibrillation while the rhythm was vt at 150 bpm. Post shock rhythm was vf with varying hr and varying amplitudes. The patient received a 3rd non-lifevest defibrillation: rhythm at time of treatment was vf with varying hr and varying amplitudes. Post shock rhythm was vt at 150 bpm. The rhythm transitions again to an idioventricular rhythm at 60 bpm with nsvt. The patient received a 4th non-lifevest defibrillation and the rhythm at time of treatment was sinus tachycardia at 100 bpm degrading to vt at 150 bpm. Post shock rhythm was sinus tachycardia at 100 bpm with nsvt. The patient's rhythm then slows to sinus rhythm at 90 bpm slowing to bradycardia at 40 bpm slowing to severe bradycardia from 10 bpm to 20 bpm. The rhythm then degrades to asystole from 06:04:43 until the device shutdown at 08:13:33 on (B)(6) 2020. The device properly detected vf. However, the patient's heart rate was hovering above below the patient's physician prescribed treatment threshold. The patient was also not in the detection sequence long enough for the treatment delivery. It was reported that hospital staff performed resuscitation efforts. There is no indication that a device malfunction caused or contributed to the patient's death.